Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient injury and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Recurrence and adhesions are known inherent risks of surgery and are identified in the adverse reaction section of the instructions-for-use as a possible complications. Should additional information be provided, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following is alleged by the patient's attorney: (B)(6) 2010 - the patient underwent surgery to repair an inguinal hernia. As reported, a bard/davol perfix plug was implanted to repair the hernia defect. (B)(6) 2015 - the patient "underwent an additional surgery to repair the hernia defect and remove it, dissect adhesions and excise meshoma." It is alleged by the patient's attorney that the perfix plug used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and the patient was injured severely and permanently. As reported, the patient has suffered and will continue to suffer physical pain due to the alleged defective perfix plug.

Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient injury and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Recurrence and adhesions are known inherent risks of surgery and are identified in the adverse reaction section of the instructions-for-use as a possible complications. Addendum: h11: this supplemental MDR is submitted to document additional information provided and to correct manufacturing date & expiry date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per the medical records review, post implant of perfix plug, patient was diagnosed with abdominal pain, nerve damage, mesh shrinkage, fibrosis and hernia recurrence thereby underwent mesh removal. Per the op-notes, ¿the mesh had been contracted¿. Review of manufacturing records confirms product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following is alleged by the patient's attorney: (B)(6) 2010 - the patient underwent surgery to repair an inguinal hernia. As reported, a bard/davol perfix plug was implanted to repair the hernia defect. (B)(6) 2015 - the patient "underwent an additional surgery to repair the hernia defect and remove it, dissect adhesions and excise meshoma." It is alleged by the patient's attorney that the perfix plug used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and the patient was injured severely and permanently. As reported, the patient has suffered and will continue to suffer physical pain due to the alleged defective perfix plug. Addendum per additional information provided: (B)(6) 2010 - patient was diagnosed with left inguinal hernia and underwent open repair with implant of perfix plug. Per operative notes, "an indirect hernia sac was dissected free from the cord structures and a mesh patch (perfix plug ¿ onlay) was placed over the inguinal floor & sutured". (B)(6)2013 to (B)(6)2015 - patient visited hospital frequently for left groin pain. (B)(6)2015 - patient was diagnosed with severe and disabling left post herniorrhaphy inguinodynia thereby underwent open repair with removal of mesh. Per operative notes, " the extensive fibrosis and folded onlay mesh were identified. Then the contracted onlay mesh was dissected and removed. Then the mesh suture with granuloma and branch of the ilioinguinal nerve which was entrapped in the mesh were removed. Then encased genitofemoral nerve in the mesh was mobilized and additional fragments of the mesh were carefully excised. Next, a recurrent direct hernia was reduced, and a large synthetic mesh was placed". Attorney alleges that the patient had mesh migration, nerve damage, pain, hernia recurrence, fibrosis, muscle atrophy, emotional injuries and underwent mesh explant.